Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The cause of the f-38 alarm was determined to be out of specification force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. There was no patient involvement. No additional information is available.